Event description:
(B)(4). Initial report received on 02-11-2008 from a dermatologist. This cohort is a (B)(4) observational study in (B)(6) patients receiving (B)(6) and treated with poly-l-lactic acid for facial lipoatrophy. Its main aim is to describe the safety of poly-l-lactic acid in the treatment of the facial lipoatrophy in (B)(6) patients. A (B)(6) male patient with (B)(6) was enrolled in this cohort and received one injection of poly-l-lactic acid (new-fill 6 ml) in cheeks, respectively on (B)(6) 2005, (B)(6) 2007 and (B)(6) 2006. The reporter did not know the batch numbers. Concomitant treatment included (B)(6). On (B)(6) 2007, 17 months after the last injections of poly-l-lactic acid (new-fill 6 ml), the patient presented with marked sub-cutaneous edema on injected cheeks. Outcome: ongoing at the time of the report.

Manufacturer narrative:
Additional information: (B)(4).